Manufacturer narrative:
On may 16, 2022, mentor became aware that the correct date of explantation was on (B)(6) 2022.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal siltex rnd diap pkg 375cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view measuring approximately 0.2 cm. A microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received (lot-5896440). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast reconstruction revision with two 375cc mentor siltex round moderate profile saline breast prostheses. Post-operatively, the patient suffered spontaneous left breast implant deflation. As a result, the patient underwent breast implant removal on (B)(6) 2022.

Manufacturer narrative:
On may 23, 2022, mentor became aware that the date of implantation provided in the initial report sent on may 18, 2022, was prior to the manufacturing date of the device. Per best estimate, the doi has been updated to (B)(6) 2009. A supplemental report will be submitted when clarifying information becomes available. On june 7, 2022, mentor became aware that the patient's implants were replaced with unspecified silicone implants. Section d implantation date: (B)(6) 2009